Event description:
It was reported the device had reached elective replacement indicator with possible early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the device was returned and analyzed. Analysis revealed that the device met 80% of expected longevity. No anomalies were found.